Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was damaged. The patient stated that there was iodine and a partial sponge inside of the, but the sponge appeared to have deteriorated. This was noted before use and the cap was not used. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacturing date range 01/27/2016 to 02/04/2016. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.